Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer was hospitalized. Reportedly, the customer threw the pump away. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.